Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The return of the sample is pending; however photos have been provided. The investigation of the reported event is currently underway.

Event description:
It was reported that three years post port placement via the right internal jugular vein, the catheter allegedly had a break and the distal catheter segment migrated to the heart. It was further reported that the catheter segment and port was removed. The patient status is unknown.

Event description:
It was reported that three years post port placement via the right internal jugular vein, the catheter allegedly had a break and the distal catheter segment migrated to the heart. It was further reported that the catheter segment and port was removed. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review:a device history record review could not be performed as the lot number is unknown. Investigation summary: one powerport MRI isp with groshong catheter in two segments was returned for evaluation. Two photos were provided for review. Gross visual, microscopic visual and functional evaluations were performed. The provided photos show catheter broke into two segment. The investigation is confirmed for catheter break from the sample evaluation and also from the provided photo as a complete circumferential break was noted approximately 6.6cm from the distal end of the cath-lock. The edge of the break on the proximal catheter segment was jagged and rounded- the surface texture appeared smooth. The edge of the break on the distal catheter segment was also jagged - the surface texture appeared smooth and granular. However, the investigation is inconclusive for catheter migration from the sample evaluation and also from the provided photo as the exact scenario cannot be replicated under laboratory conditions.the identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter.the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4,h6(device: 2889). H11: h6(patient, method,result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.